Event description:
Pt into unit for treatment - stable - approx 1 hour into treatment - machine alarmed increased venous pressure. On checking staff noticed cuff from catheter - 2 inches past shoulder and blood on back of shirt. After weighing pt (who left unit unstable) it was determined blood loss was approx 400-500cc. Surgeon and nephrologist notified.